Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Section a: patient height 59 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. The patient was implanted with the shunt system (B)(6) 2019. Postoperatively, valve blockage was suspected. The system was explanted on (B)(6) 2019 without any reported complication. Associated medwatches:  3004721439-2019-00144, (this report - progav).

Manufacturer narrative:
Corrected to 6/4/2019. Manufacturing site evaluation: manufacturing records show that this progav 2.0 valve was manufactured by a qualified employee in january 2019. No deviations were identified during assembly. The valve was inspected as article fx410t. All required parameters were approved and product specifications met during the manufacturing process. Following final inspection, the valve was sterilized by miethke and released for shipment. Investigation: the valve was received for analysis submersed in an unidentified liquid in the return kit. Initial visual examination found no significant deformation or damage to the valve. Testing: permeability testing indicated valve blockage. During adjustment testing, the valve was able to be adjusted to all specified pressures. Brake functionality testing also found the brake function fully operational and braking force within the given tolerances. Finally, the valves were dismantled. Significant build up of substances (likely protein) were identified at that time within both valves. No further anomalies were identified and all other specifications were met. Conclusion: we can exclude manufacturing defects at the time of product release as the valve was confirmed to have met all specifications of the final inspection. Based on our investigation, we were able to confirm the claim of of valve occlusion. This is likely due to the deposits observed within the valve during the analysis. As described in our literature, this is a known, inherent risk of hc-therapy involving shunt implants and no manufacturing relationship is established. Reports of this type will continue to be monitored. At this time, no trend for reports of this type have been identified.